Event description:
This is a report of a colleague infusion pump with a battery issue. It is unknown when the reported condition occurred and if there was patient involvement. No patient injury or medical intervention was reported. No additional information is available. The software version is currently not known.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced during evaluation. The cause of the damaged battery was due to user error. From the event history log it was identified that the pump was not charged for 12 hours after battery low/battery depleted set occurred which goes against the instructions given in the manual indicating a user error. The main batteries and battery harness were replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 5.08.92.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).